Event description:
Appendectomy drain tube could not be removed by hosp staff r.n. Pt discharged and when surgeon attempted removal during office visit, a portion of the drain separated requiring subsequent surgery to explant.